Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" code were observed in the ventilator's downloaded error log. The device's sensor board and detachable battery cable were placed to address the issue.